Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited pauses on telemetry, loss of capture and sensing problems. The right ventricular (rv) lead also exhibited oversensing, pauses, unstable thresholds and failed to capture when pacing. Oversensing and noise was also noted on the right atrial (ra) lead. The ipg was explanted and replaced. The rv lead was capped and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.